Event description:
A medtronic representative reported that, while in a fluoronav spine procedure, a l4-l5 fusion, the surgeon alleged an inaccuracy. The surgeon placed the probe tip on the inferior portion of the transverse process and navigation showed 3 millimeters inferior to that location. The surgeon was using a percutaneous pin for reference frame and confirmed it was the same number. It was observed in the fluoro shot that the percutaneous pin did not have a good purchase, it appeared superficial although the surgeon deemed it to be stable. In trouble-shooting, the inaccuracy was verified with multiple instruments and was noted in the last screw hole. The surgeon opted to continue the procedure using a c-arm. Another lateral shot was taken and the screw was placed successfully. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.